Event description:
Note: the date of event is unk. It was reported to boston scientific corporation on (B)(6) 2009, that a rotatable snare was used during a polypectomy procedure. According to the complainant, during the procedure, the inner sheath detached from the handle after resistance was encountered while actuating the handle. The procedure was completed with another rotatable snare. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).